Event description:
Eva container leaking at central port. Image attached with arrow where leak was observed by staff. Bag was used for tpn. Leak found prior to dispense, and product was discarded. Did not reach patient.